Event description:
Saf-t-intima device was noted to be broken between cannula and phalange. IV was inserted into the patient¿s vein. After insertion, blood immediately started leaking from area between cannula and phalange. At that point it was noted to be broken between the cannula and the phalange. Saf-t-intima 22gauge 0.75in, lot 2294531.